Manufacturer narrative:
Exact date unknown, event occurred three years ago. The patient was explanted three years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 001441848.

Event description:
It was reported that the patient underwent an explant procedure three years ago for an unknown reason. The explanted devices were not returned.